Manufacturer narrative:
The returned product analysis is not complete as of this date. A supplemental report will be filed when the analysis is complete.

Event description:
Same case as MFR. Report #600130-2006-00214. It was reported that during a rotaional atherectomy procedure, the disatl tip of the guide wire fractured and the burr detached. The physician had unsuccessfully attempted several times to pre dilate the severely calcified and tortuous proximal circumflex lesion. The physician made several passes with the rotablator, however, the system, the disatl tip of the ex sup rtw guide wire detached. While attempting to retract the 1.75mm rotalink plus burr, the burr detached and remained in patient. The physician was unable to retrieve the burr and wire tip, which remain in the occluded vessel because of location. The patient was sent to surgery due to this event, and is in critical but stable condition. It was further reported that the patient was readmitted to the hospital the first week of august 2006 for reasons unk. Patient is still hospitalized at this time in stable condition.